Event description:
It was reported that after an infusion set change using a steel set, the user experienced rising blood glucose and later discovered the cartridge was empty without visible leaks; the user had not primed to visible drops before insertion and subsequently completed a full supply change with resumed insulin delivery. Symptoms included dry mouth associated with hyperglycemia, with a reported peak of 400 mg/dl and approximately six hours above target. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included guided troubleshooting and user education, including checking for drops during press-and-hold, removing the cartridge, and performing a full supply change. Investigation of this case revealed unconfirmed insulin delivery due to a cartridge found empty without observed leakage, consistent with a delivery or priming issue of unclear origin. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.